Event description:
It was reported by the affiliate that the (2) mcs20 and the (1) tir20 were used during an unknown procedure. It was reported that the clips would not feed. The case was completed with other devices. There was no pt consequence.